Manufacturer narrative:
It was reported by customer that the IV tubing came apart during transfusion. IV rate was increased and IV tubing came apart at the juncture just above the area of tubing that sits in the pump. One photo was received for quality evaluation. The photo shows that the tubing separated at the union between the upper pumping segment and the silicone tubing. The photo also shows that the press fit collar is still on the silicone tubing. The customer complaint of separation was confirmed. Based on the photo provided and the information provided the failure was identified during the use of the product, the failure could not be related to the manufacturing process. Due to the infusion set already being used during and infusion and the failure being identified while the infusion set was being used, the root cause for the separation issue could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the IV tubing came apart during transfusion. IV rate was increased and IV tubing came apart at the juncture just above the area of tubing that sits in the pump. There is no visible damage to the tubing.